Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit continued to alarm that the iab was disconnected, and the user replaced the device in time. No personal injury was caused.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold (d104-00-0018) which resolved the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.